Manufacturer narrative:
Device evaluation: the intervertebral implant (spacer/interbody device) was severely damaged upon receipt. Both the superior and inferior anterior flanges had been removed. Deep gouges were present throughout the implant. No additional information can be derived from this implant regarding the foregoing event due to the extent of the damage. Plastic material deformation was noted on the screw head/driver interface. The head diameter was found to be within print specification. Witness marks on the interface between the screw head diameter and anti-migration wire measured ~0.1mm; nominal value by design is 0.56mm. Witness marks were noted on the underside of the screw head, past the anti-migration features.

Manufacturer narrative:
(B)(4). Single lateral view showing fragmentation of retaining nitinol ring, allowing upper screw to back out "slightly" without immediate postoperative film backing out of screw cannot be confirmed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a cervical procedure at c5-c6. The interbody cage device was implanted. The patient reported had non-union. Reportedly, one of the fixation screws appeared to be backed out on x-ray. The revision surgery was performed and it was found at the revision surgery that the nitonol wire of the cage was broken. Acdf was performed at the revision surgery with allograft and plate. The cage and the screws were explanted. No complications were reported during and after the revision surgery.